Event description:
It was reported that the system 9800 locked up and required reinitialization three times during a procedure. Procedure was completed and there was no report of adverse pt involvement. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The exact failure could not be duplicated. It was found in the error logs that the fast stop switch had been pressed. The operator denies that the switch was pressed. Failure could possibly be an intermittent failure of the switch or the control circuitry. Operator will monitor. The system was tested and found to be working as intended and placed back into service.